Event description:
It is alleged that a biotwist sutureless bio-anchor was implanted to repair a rotator cuff injury. The procedure was completed with no complications. Several mos later the pt fell in the shower and then began complaining of pain. The operative site was explored and a piece of the biotwist was found and removed, the rotator cuff was fully healed.